Event description:
Implant failed due to stuck components.

Manufacturer narrative:
The event type has not been documented correctly in the original report. The event type has been updated to malfunction.

Event description:
The implant malfunction due to stuck component.